Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage of with an infusion set. The event occurred on 17-aug-2024. Blood glucose level was 211 mg/dl at the time of the event. Infusion set was used for 4 hours. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.